Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was both mildly calcified and tortuous. The 2.5x12mm xience prime stent system was advanced to the lesion and the stent implanted; however, a proximal edge dissection was noted. A 2.75x15mm xience xpedition was implanted as treatment. There was no adverse patient sequela. No additional information was provided.